Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the station was not communicating. A technical support specialist (tss) logged on to the station and observed retry mode. The tss applied knowledge article ¿retry - insert into purge.purgestatistics¿. The tss closed the case after confirming the station was successfully uploading. The system functioned as intended after technical support specialist verified the device.

Event description:
It was reported that when using the bd pyxis¿ es server, the station was not communicating with the server and ciisafe. The customer reported being unable to retrieve transactions, inventory, and reports. Additionally, when attempting to pull transaction data, the system displayed empty results. There were no delay or adverse events or injuries reported based on this event.